Event description:
It was reported the patient had been admitted to the hospital with a motor stall. At the time of the report, the pumps logs had not been checked yet to confirm the motor stall or for recovery. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.